Event description:
Same case as MDR ID: 2134265-2015-01736 (B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 99% stenosis and was 24 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.5 mm x 28 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the 3.00 x 16.00 mm promus premier¿ stent was implanted in the mid lad. In (B)(6) 2014, the patient presented due to chest pain and was hospitalized. The coronary angiography was performed and revealed 90% isr of the previously deployed 2.5 mm x 28 mm promus element¿ plus stent and the 3.00 x 16.00 mm promus premier¿ stent and was treated by a single vessel coronary artery bypass graft (CABG) including left internal mammary artery (lima) to lad. Following post dilatation the residual stenosis was 0%. Three days post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient was found to have acute respiratory failure and was placed on a mechanical ventilation.